Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tasp showed nicks and gouges. Additionally, the device has fractured on the lateral side of the post. All pieces were returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to the fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be chipped. No adverse events have been reported as a result of the malfunction.